Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(4). Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 14-jul-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient contacted following an MRI. The patient reported that they went to columbia for an MRI and didn't turn off either stimulator prior to the scan. The patient indicated that following the scan the they were experiencing a return of symptoms. During the MRI the patient was feeling stimulation sensations. The caller indicated that they had reviewed this information with the physician prior to calling ts. The caller asked what steps should be taken to evaluate the patient. The caller was not with the patient. The caller will follow up with the patient at an appointment the patient has with the physician on (B)(6).